Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for service. The database showed no quality notification/s were opened for the source device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed that this device was not involved in a servicing failure which correlates to the customer reported issue. The tw complaint history review was completed and it was confirmed that multiple complaints were received with similar serial (B)(4). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. CAPA reference: (B)(4). The customer stated that there was no patient involvement .

Event description:
Case ID: (B)(4). Case status: open. Summary: error 600.6835 on pcu8015. Case notes: (B)(4). Sn (B)(4) npi. (B)(6) had an error code 600.6835 on pcu8015. He transferred network configuration and got an error message: "pc unit rf card not detected". I have him disable wireless network configuration on the pcu and confirmed it was not fcc wireless software issue. I told him to check rf card and the extension board. He said he has swapped it out with a good one. I told him to replace logic board. He will send the unit in for flat fee level 1 repair.